Event description:
Doctor used renuvion (jplasma) during an upper neck lift. I developed internal scarring (possibly from internal burns) and tethering of skin. While the doctor did perform additional procedures to alleviate the damage I still have some issues. FDA safety report ID # (B)(4).